Event description:
It was reported that the patient complained of pain on the left side to under the armpit. The incision site appeared fine. It was determined that the patient was allergic to nickel. The device was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.